Event description:
The pt was admitted with a wide neck periophthalmic artery aneurysm. The physician accessed the lesion with stent delivery system and guidewire. Before placing the stent, the physician deployed a non boston scientific coil into the aneurysm. As this coil was being deployed, the leading edge of the coil passed through the dome of the aneurysm. The coil was left in place and the stent deployed. Embolization of the aneurysm continued using a second microcatheter and add'l coils. It was reported that mid way through this part of the procedure, angiography revealed a clot formation within the lumen of the stent and reopro was administered. The embolization was completed and the second microcatheter was withdrawn, angiography showed a stable clot. Following the conclusion of the procedure, a CT scan was performed that demonstrated there was no thrombus in the lumen of the stent or evidence of hemorrhage, due to the ruptured aneurysm. The pt was reported to tolerate the procedure well with "a normal postoperative course" and was subsequently discharged from hospital in a "stable condition".

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event.